Manufacturer narrative:
Updated data: b5. A third paragraph was added. H6. Additional codes. Corrected data: d. Suspect medical device expiration date full UDI# h4. Device mfg date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving a transcatheter aortic valve evfxplus-34, the native aortic valve appeared to be a type 1 bicuspid with a calcified raphe between the right coronary cusp (rcc) and left coronary cusp (lcc), and a calcium bridge between the non-coronary cusp (ncc) and rcc. After the first deployment, the valve was repositioned as its position was judged too low in relation to the valve plane. Upon release, an unacceptable paravalvular leak (pvl) was observed. A post-implantation dilation (pid) with a 25mm semi-compliant balloon was performed without significant effect. Subsequently, a new 34mm valve was deployed, positioned inside the first one. The final result showed no gradient with pvl. Additional information was received that following the implant of the first valve, severe paravalvular leak (pvl) was observed. After the second valve was implanted, moderate paravalvular leak (pvl) was observed. No treatment was reported. Additional information was received to report during the procedure an aortic dissection occurred during insertion; however, the device was not specified. In addition, the first valve dislodged and complete heart block presented which required implant of a permanent pacemaker. The patient was discharged to home on the fifth post-operative day.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the implant of the first valve, severe paravalvular leak (pvl) was observed. After the second valve was implanted, moderate paravalvular leak (pvl) was observed. No treatment was reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012637274); product type: 0195-heart valves; product ID evfxplus-34 (k061652); product type: 0195-heart valves; implant date (B)(6) 2025; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving a transcatheter aortic valve evfxplus-34, the native aortic valve appeared to be a type 1 bicuspid with a calcified raphe between the right coronary cusp (rcc) and left coronary cusp (lcc), and a calcium bridge between the non-coronary cusp (ncc) and rcc. After the first deployment, the valve was repositioned as its position was judged too low in relation to the valve plane. Upon release, an unacceptable paravalvular leak (pvl) was observed. A post-implantation dilation (pid) with a 25mm semi-compliant balloon was performed without significant effect. Subsequently, a new 34mm valve was deployed, positioned inside the first one. The final result showed no gradient with pvl.